Event description:
It was reported that the right ventricular (rv) lead alert was triggered. The lead exhibited high impedance. It was determined that the implantable cardioverter defibrillator (ICD) and the rv lead experienced a connection problem which resulted in the high impedance. The lead was explanted and replaced and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 459888 lead, implanted: (B)(6) 2015, dtbc2qq ICD, implanted: (B)(6) 2015. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The distal lv (low voltage) electrode of the lead was covered in blood and in body tissue/fibrotic growth. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Visual summary analysis of the lead indicated apparent explant damage. Lead was not fully inserted into the device.